Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sympathectomy procedure, the surgeon placed a clip on a nerve and the clip applier would not release clip. Surgeon opened a new device as second applier after first one locked. This device released clips but would not close them. An unk amount of bleeding was reported, as a result of this event, but no transfusion was required. The procedure was finished with reuseable applier. The procedure was extended by 50 minutes.